Manufacturer narrative:
(B)(4). Batch # n92n7f. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device activated when the two switch did not work. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). The scalpel activated automatically without pressing any 'min' or 'max' button during the procedure. Changed to another device to complete the procedure. There was no report on patient injury. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.